Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Complaint sample was evaluated and the reported event was confirmed. The reported device was returned for evaluation. Visual inspection of the device identified lateral strike marks on the knurled portion of the handle. The threaded shaft of the hex bolt has fractured from the hex head. The device exhibits wear & tear that indicates repeated use. The device had an approximate field service age of 7 years 2 months. It is unknown how many times the device was used. Device history record was reviewed and no discrepancies were found. Due to a reduced cross-sectional thickness created by the drill point used in hex manufacturing, the bolt can fracture at the point where the hexagonal head socket meets the shank. The reported issue has been addressed through a corrective action by initiating minor changes to the bolt geometry to improve its strength. This included increases to the head height, increases to the shank radius, and a removed drill point. Because this device precedes the manufacturing change, the root cause is attributed to design enhancement. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon impacting the shell, the inserter screw end snapped off. Additional information on the reported event is unavailable.